Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on feb 5 2021, it was noticed this event was reported in error. The event of bubbles (pre-implantation) is not reportable. This is a cosmetic issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 300cc being used in a breast augmentation was found to have air bubbles prior to implantation. The implant was not used. There were no reported delays in surgery or adverse events experienced by the patient.